Manufacturer narrative:
Complaint # (B)(4). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint#: (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the balloon catheter would not advance, and placement was abandoned. Pci was performed without any delay in ope time. There was no patient harm or adverse event reported.